Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
Keypad button presses do not activate intended pump responses. The patient stated that all keypad buttons have become difficult to press over the past month. He noted that all keypad buttons require excessive force to obtain a response, but stated that the audio bolus button still works as expected. The patient reported that the buttons still spring back as expected, but do not click when pressed. He denied physical damage to the rubber keypad; stated that the pump has previously been exposed to water while swimming; and stated that he wears the pump in his pocket.